Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'flow rate would not go past 267.2 it was checked 4 times' which was reproduced as an under infusion. The reported condition was verified. The cause was determined to be a failed pressure plate. The pressure plate springs was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump " flow rate would not go past 267.2 it was checked 4 times". The reported problem was found during testing at the biomed service department. There was no patient involvement. No additional information is available.